Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, the shaft broke. In 2004 while the taxus express2 3.0 x 24 mm drug eluting stent was being withdrawn from its packaging, the shaft broke. There were no pt complications and the procedure was completed with another of the same devices. Analysis results confirm the break occurred at an area that would have entered the body had the device been used.